Event description:
The customer contact reported the male adapter of the tubing set could not be disconnected from the lumen of the arterial catheter; subsequently, the arterial catheter access was lost. The male adapter of the tubing set was connected to the lumen of the arterial catheter that was placed in one of the patient's radial arteries. The arterial catheter was being used for invasive blood pressure monitoring and for frequent blood draws. After an unspecified length of time in use. The nurse attempted to remove the male adapter of the tubing set and the male adapter could not be disconnected from the patient's arterial catheter. The tubing set and the patient's arterial catheter were replaced and the monitoring was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4). (B) (4).